Event description:
Mid 2020 started to have persistent sinus and upper respiratory congestion which will not clear up. Per my heart doctors request I was referred to a pulmonary doctor for a sleep study which recommended a bipap because of the severity of sleep apnea. The study was completed and results indicated I need the device which the pulmonary doctor sent a order to the device provider to fill. Device provider contacted me stating medicare will not allow the order because 5 years hadn't lapsed from the time I had my existing device and also would not allow because I should have been tested with a CPAP also in the sleep study. So, today I have a machine which is hazardous to my health causing ongoing respiratory issues which is not what my heart doctor and pulmonary doctor said I needed. However, "(B)(6) fails to provide the device because ?" Sleep study results from a sleep study in 2021 indicated I needed to have my present device which I received in 2017 replaced with a bipap to adequately treat my severe sleep apnea which negatively affects a heart condition I have. FDA safety report ID # (B)(4).